Event description:
It was reported that the pump battery would not charge, and despite trying various troubleshooting steps, including using different wall adapters and charging cables, the issue persisted. The customer's blood glucose (bg) level subsequently increased to 522 mg/dl. Insulin was administered via a manual injection to address bg. Technical support decided to replace the pump, and the customer will use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.